Manufacturer narrative:
Furlanis gm, scarselletti g, favaro j, toldo I, sartori s, dainese f, grioni d, baro v, denaro l, landi a. A rare complication of vagus nerve stimulation surgery: the horner syndrome. Case report and systematic review. Neurol sci. 2026 jan 5;47(1):99. Doi: 10.1007/s10072-025-08596-8. Pmid: 41486386.

Event description:
An article titled "a rare complication of vagus nerve stimulation surgery: the horner syndrome. Case report and systematic review" was received and reviewed. The article performed a systemic review of horner syndrome being a very rare complication of the vns surgery. A fourteen-year-old girl with drug-resistant epileptic encephalopathy and lissencephaly underwent vns surgery. Clinical signs of horner syndrome appeared a few hours later. From the systematic review of the literature collected, there were only three cases of horner syndrome following vns surgery out of 178 patients studied (one case report and two retrospective studies included in review). No other relevant information has been received to date.